Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The father says that after the boy returned from school and he called out to him, he did not respond or hear. A head trauma occurred. Re-implantation is being considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. According to the father, the boy returned from school and he called out to him but he did not respond or hear. A head trauma occurred. Re-implantation is being considered.

Event description:
The user's hearing performance with the device is affected. According to the father, the boy returned from school, the father called out to him, but he did not respond or hear. A head trauma has occurred. The user was re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.